Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in emergency room after receiving multiple shocks from their implantable cardioverter defibrillator (ICD) and complained of experiencing anxiety. Review of remote transmission revealed the ICD was in backup vvi mode. After software download, normal device function resumed. The patient was stable and was discharged.